Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Grasper came apart during the surgical procedure patient was x-rayed and pieces were collected. Surgical delay of 1 hour. No patient injury. X-ray required.

Manufacturer narrative:
Contract manufacturers evaluation: one atraumatic d/a grasper was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The upper jaw has broken free from the dual action housing. Examination of the jaw shows it has broken at the lug and a small portion is missing. Dimensional and material assessment of the jaw found it meets print specifications. The sheath is bent/bowed. The flush port and flush port cleat are missing from rotator housing. Epoxy has been placed where the nylon headless slotted screws normally reside. Rotator housing has been polished. Handles fulcrum has been welded into place. Handle has been bead blasted. Device has been repaired by an unauthorized third party. The condition of the device is consistent with excessive forces being applied during use in addition to being improperly repaired. Per the device IFU "instruments must be handled carefully during surgery and cleaning to avoid misusing the instrument. Misuse will usually result in damage or breakage". No root cause related tot he manufacture of the device can be established. No further investigation is warranted at this time.